Event description:
Pt had a leg ulcer and was treated with hyalofil. Wound appeared to grow in size and exudate levels increased. Pt was admitted to the hospital where it was suggested that the wound had been infected prior to using the product.